Event description:
The customer stated that she went into the ocean while wearing the insulin pump. The insulin pump is now alarming and there is moisture inside the display. The reported blood glucose reading was 206 mg/dl. The customer went to the emergency room for a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly. Unable to confirm any alarms due to the blank display.